Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable under this file, but reported under (B)(4). The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable under this file, but reported under (B)(6). The initial report should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 150476 - oss poly tibial bushing - 545940; 150477 - oss poly femoral bushings - 354010; 150493 - oss reinforced yoke - 933270; 150410 - oss tibial poly bearing 12mm - 581070; 150478 - oss poly lock pin - 794330; 150425 - oss mod tib baseplate 83mm - 978210; 150362 - oss cemented im stem 13mmx90mm - 178750. The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00631, 0001825034-2021-00634, 0001825034-2021-00635, 0001825034-2021-00636, 0001825034-2021-00637, 0001825034-2021-00638, 0001825034-2021-00639.

Event description:
It was reported that the patient underwent a right knee revision. Subsequently, the patient was revised due to unknown reasons approximately three days later. Attempts have been made and no further information has been provided.